Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-oct-2021 to 30- oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer had failed. A field service engineer found that the malfunction was due to faulty cable connection. Reseated mini drawer and pyxis cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system drawer failed to release during a procedure. The customer did not specify the nature of the procedure and stated that there was no impact to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to release during a procedure. The customer did not specify the nature of the procedure and stated that there was no impact to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that mini drawer 1.1 components were loose and required to be secured. The drawer was reseated, and communication cables were secured to resolve. The system functioned as intended.